Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer and/or the device has not been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a sudden shut down with a loss of ventilation while connected to ac (alternate current) power source. Reportedly, a battery malfunction error occurred and was known to the user for seven days with continued use of the ventilator and the alert was ignored. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer (se) inspected the device and was unable to verify the reported issue. The se found the battery to be faulty. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.